Manufacturer narrative:
Implant date: 2004. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that in-stent restenosis and stent fracture occurred. In 2004, the target lesion was located in the non-tortuous and mildly calcified focal mid left anterior descending (lad) artery. A 3.0x20 mm taxus express2 paclitaxel-eluting coronary stent system stent was deployed. In 2016, angiography was performed and revealed stent fracture of the previously implanted taxus stent. It was noted that the fracture point was located at the distal end of a previously placed non-bsc bare metal stent deployed "years" before the taxus express2 stent was deployed. The lesion at the fracture point had restenosed and was treated with implantation of non-bsc stent. Also, the fracture point of the taxus express2 stent was at the anastomosis of an old "shut down" saphenous vein graft (svg) and whenever the heart muscle contracted it "pulled" the vessel up thus creating a very pivotal hinge point. The procedure was completed successfully. No further patient complications were reported and the patient's status was stable.